Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the color tone of the image was not proper due to damage of the charged coupled device in the endoscope connector and video plug, water tightness was lost due to a dent on the distal end, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the video connector had a scratch, the bending section could not be fixed firmly due to wear of the forceps elevator lever (surgical products), the control unit had a scratch, the grip had a scratch, the up/down angulation lever plate had a scratch, the right/left plate had a scratch, the angulation lever had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector case had a scratch, switch 1 had a scratch, and the right/left lever had a scratch. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported, the flex deflectable videoscope image turned pink and the white balance was not correct. The issue occurred during a therapeutic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported color tone issue (image becomes magenta or green only) could not be determined, however, the issue was likely the result of a damaged image sensor unit due to user handling/mishandling, a faulty circuit board component and or external factors. The issue may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection, 3.8 inspection of functions in combination with related equipment. Olympus will continue to monitor field performance for this device.